Event description:
The customer reported that during an hcv assay, summit sample handler failed to aspirate enough sample in position 4 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.